Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station displayed black screen and is showing offline. A field service engineer replaced drawer controller cards and module controller inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis medstation es system resulted black screen. The station is showing offline. The customer reported that user was unable to issue medications to the patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed black screen, and it was showed offline, and half height cubie drawer was not detected on the bus. The field service engineer replaced drawer controller cards and module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis medstation es system resulted black screen. The station is showing offline.the customer reported that user was unable to issue medications to the patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.